Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly suspended insulin delivery and needed to be manually resumed. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 310 mg/dl.